Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73m1800273 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device did not fire properly the first time, did not re-load and now jammed.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load as it did not latch onto the top jaw. It was noticed that there was a buildup of biological material in the top jaw. The biological material was manually removed , and another attempt was made to fire the device. The next clip was also unable to load properly. This was repeated with the same result for the next clip. The following clip was out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "misfire" was confirmed based upon the sample received. The sample was returned with 11 clips remaining in the channel indicating that 4 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the device did not fire properly the first time, did not re-load and now jammed.